Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not have auto track as a software option. Requested software 3.20 be installed it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and reviewed the device's history and found no record indicating that the auto track feature was ever purchased. To confirm, the fse contacted the philips helpdesk, which also found no documentation showing that auto track was included with this device. According to the remote service engineer (rse), if the customer wishes to enable auto track, they should contact their sales representative. Additionally, the fse identified error code 1109, indicating that a gds is required. A follow-up service visit will be scheduled, and the necessary parts will be ordered accordingly. The fse replaced the replaced the gas delivery system (gds), v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.